Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there has been an increase in positive salmonella results. Confirmatory testing was performed through repeat pcr on the same bd max system following cleaning of instrument and also cultures. Both of these results were negative. No patients treated based on false results and no patient impact was reported. The following information was provided by the initial reporter: over the past couple of weeks, there have been increased positive salmonella results. When the customer then cleans the instrument and repeats the pcr, the results are negative. The cultures are also negative for salmonella. The customer suspects that the instrument itself is contaminated and requests assistance with this. No patients treated based on false results.

Manufacturer narrative:
PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "environmental contamination." Customer reported that they are seeing an increased number of positive results for salmonella within the last few weeks. Customer also reported that when they clean the instrument and repeat the test, the results are negative. The cultures are also negative for salmonella. Customer is requesting support in decontamination protocols for the instrument. Bd application specialists provided guidance on cleaning and environmental monitoring procedures to the customer. After multiple rounds of cleaning and environmental monitoring testing, the customer confirms that the contamination issue has resolved. This complaint is unconfirmed as it alludes to contamination and no problem was found with the instrument. Root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there has been an increase in positive salmonella results. Confirmatory testing was performed through repeat pcr on the same bd max system following cleaning of instrument and also cultures. Both of these results were negative. No patients treated based on false results and no patient impact was reported. The following information was provided by the initial reporter: over the past couple of weeks, there have been increased positive salmonella results. When the customer then cleans the instrument and repeats the pcr, the results are negative. The cultures are also negative for salmonella. The customer suspects that the instrument itself is contaminated and requests assistance with this. No patients treated based on false results.